Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: as the bag was being pulled back out of the trocar, pieces of plastic from the bag fell into the abdomen; all pieces were retrieved from the patient. Intervention: all pieces were retrieved from the patient. Patient status: patient is okay.

Event description:
Procedure performed: ni. Event description: as the bag was being pulled back out of the trocar, pieces of plastic from the bag fell into the abdomen; all pieces were retrieved from the patient. Intervention: all pieces were retrieved from the patient. Patient status: patient is okay.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.